Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) .

Event description:
A customer reported a patient that experienced hypotony, choroidal thickening and visual disturbances as part of a study for a micro-filtration device. No treatment is reported as required and the patient will continue to be monitored.